Manufacturer narrative:
The unit has been requested to be returned, but the request has been denied. The company will continue to request the unit for return and inspection. If further information is gathered regarding this case, a followup report will be submitted. End user's family will not return.

Event description:
The company was informed on (B)(6) 2016 of an adverse event that occurred involving a newlife elite oxygen concentrator. The end user was found passed away in her home and the new life elite was reportedly on fire.

Event description:
An autopsy was performed and documented that the end user passed from natural causes.